Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient involvement reported with the event. Upon evaluation of the customer's device, stryker observed events logged in the device's memory which indicated unexpected shut downs had occurred. In this state the device would be inoperable and defibrillation therapy may not be available if needed.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue was logged in the device¿s memory. Stryker replaced the device's power pcb, battery wire harness and battery pins as preventative measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient involvement reported with the event. Upon evaluation of the customer's device, stryker observed events logged in the device's memory which indicated unexpected shut downs had occurred. In this state the device would be inoperable and defibrillation therapy may not be available if needed.

Manufacturer narrative:
Stryker further evaluated the electronic records of the device and observed device was operated from aux power at the time of the event and the aux power used at the time was not communicating with the device. The cause of the reported issue could not be conclusively determined.